Event description:
It was reported that there was molding defects on barrel of syringe with a bd syringe 10ml ls 21ga 1-1/2in. This occurred with 2 syringes, both were discovered prior to use. The following information was provided by the initial reporter: the barrel broken.

Manufacturer narrative:
Investigation summary: one photo and two actual samples were received by our quality team for evaluation. Upon visual inspection of the photo and samples received, there was damage to the syringe barrel; therefore, the failure is verified. A device history record review found no non-conformances associated with this issue during production of this batch. Simulation was conducted to create defect cause by no needle eject station top guide. Adjust the top guide to lower at the transaction dial to create the damaged-on barrel. From the simulation result, the damaged barrel of the simulated and the sample returned are identical. The syringe barrel damaged during the transition to out-feed dial at syringe needle assembly process. Probable root cause could be at the no needle eject gate station; the top guide plate adjusted lower to the transaction dial. As this caused the product tilted from the slot pocket resulted crashed and damaged by pocket dial and side guide during transition to out-feed dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. Conclusion: based on the quality team's investigation, the root cause of this incident is related to the manufacturing equipment. Awareness of this incident was provided to the manufacturing personnel and adjustments to the manufacturing equipment was made to prevent future occurrences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was molding defects on barrel of syringe with a bd syringe 10ml ls 21ga 1-1/2in. This occurred with 2 syringes, both were discovered prior to use. The following information was provided by the initial reporter: the barrel broken.